Manufacturer narrative:
(B)(4).

Event description:
It was documented in a social media post, that the patient alleged an issue with the dexcom follow application occurred that resulted in medical intervention in an emergency department. Date of issue is an approximation. The continuous glucose monitor (cgm) or blood glucose (bg) values were not provided and it is unknown if the patient experienced a hypo or hyperglycemic event. The continuous glucose monitor (cgm) or blood glucose (bg) values were not provided. Per medical review, this report would constitute an adverse event because an allegation against the dexcom system resulted in seeking medical intervention. No additional event or patient information is available.